Event description:
The duett was deployed and experienced a loss of pressure. Upon examination it was found the balloon had a complete radial tear and the core wire was bent. No adverse event resulted from this incident.